Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 type of investigation - correction h6 investigation findings - correction h6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was feeling unwell and checked her glucose, which showed a fingerstick reading over 500 mg/dl. She was taken to the emergency department (ed). She was then admitted to the intensive care unit (ICU) for approximately 2¿3 days, receiving IV therapy and hourly glucose monitoring. After this ICU stay, she was transferred to a regular room for continued observation before being discharged on (B)(6) 2025. The reporter could not recall the egv during the november hyperglycemic episode and stated she did not remember whether the dexcom app and or insulin pump provided any alert or egv prior to discovering a fingerstick reading above 500 mg/dl. No other details were documented. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 11:43 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 14 hours and ended due to unknown reasons on 11/04/2025. There were no bg calibrations attempted during the sensor session. On the date of the reported event (11/04/2025) the egvs were high and several high alerts were triggered. All alerts performed as intended. No additional event or patient information is available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was feeling unwell and checked her glucose, which showed a fingerstick reading over 500 mg/dl. She was taken to the emergency department (ed). She was then admitted to the intensive care unit (ICU) for approximately 2¿3 days, receiving IV therapy and hourly glucose monitoring. After this ICU stay, she was transferred to a regular room for continued observation before being discharged on (B)(6) 2025. The reporter could not recall the egv during the november hyperglycemic episode and stated she did not remember whether the dexcom app and or insulin pump provided any alert or egv prior to discovering a fingerstick reading above 500 mg/dl. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.